Event description:
Implant became subcutaneously exposed.

Manufacturer narrative:
This device is a (B)(6) complaint and has been submitted by (B)(6) to (B)(6) reporting requirement.

Manufacturer narrative:
The device was returned intact and functional with light yellowing and some bubbles observed in the gel; the device weighed 3.5g over specification.